Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that on (B)(6) 2018 a colleague had run into this issue in the past and her fix was to reset the adaptive stimulation to make sure not to skip any positions or set any position to 0.0ma, the rep followed this direction. The rep reported that the cause wasn't determined. The rep reported that they assumed the issue was resolved as the patient was instructed to contact the manufacturer immediately if the issue persisted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-21, information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was getting the alert on their programmer saying ¿settings not available, cannot provide your desired settings¿ when they tried to turn their ins up. It was unknown what factors could have led to the issue. The rep reported that they were seeing the patient on (B)(6) 2018 to evaluate. No further complications were reported. On (B)(6) 2018, additional information was reported that the rep met with the patient because his intensities (ma's) for groups c and d zeroed out because the patient requires 25+ ma to obtain his therapeutic level he could not increase to comfort at home. An impedance test returned normal results and the rep successfully increased both group c and d to comfort. The rep thinks this is a possible use error while the patient is at home. The patient's has stimulation at a comfortable level. No further information was reported. On 2018-mar-26, additional information was received that the patient continues to have issues turning up the stimulation. In fact when they turn stimulation down and then try to turn it back up again they're not able to because of the same alert they were seeing before on their patient controller ("settings not available, cannot provide your desired settings"). The will be meeting with the patient again on friday ((B)(6) 2018). No further information was reported. On (B)(6) 2018, additional information was received from the manufacturer representative (rep) on 2018-03-28, reporting that the cause of the ¿setting¿s not available¿ message was unknown at this time and could be device related. They stated that they were meeting with the patient this friday to evaluate the patient¿s issues. The issues had not been resolved at this time. They indicated that they would provide this information to the physician/account once they had more information to provide. Additional information was received from the rep reporting that they set the intensity for group a, b and c and when the patient gets home for some reason the settings for group b and c are at zero. Technical services reviewed with the rep on how to set the intensity and confirmed it. The rep insisted that anther rep called in and there had to be an adjustment to mobility to make sure the intensity didn¿t go away. Technical services told the rep that the mobility settings had to do with the system detecting the patient¿s movement and sensitivity of it. The rep stated that they had set it the way technical services told them two times in the past and the intensity didn¿t stay. The rep disconnected while technical services consulted. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep met with the patient and the patient was still having the same issues. Once the patient turns the stimulation down they cannot turn it back up again. The rep noted that impedances were all well within range. The rep was able to turn the stimulation up with the controller but the patient was not able to increase the strength of the stimulation and the rate once they were lowered. No further complications were reported.